Event description:
The customer stated that his blood glucose readings had been higher than usual. As a result of the higher glucose readings, the customer increased his insulin intake, passed out, and was taken to the ER. The customer was treated with glucose at the hosp. Troubleshooting showed the test strips and meter to be operating as designed, but the products were still returned for eval. Replacement products were sent to the customer.